Manufacturer narrative:
(B)(4). Report source: study. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-01188, 0001825034-2019-01183. Customer has indicated that the product will not be returned to zimmer biomet for investigation as product remains implanted in patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient experienced a fracture blister 8 days post surgery. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: (B)(6), 2019, 183026 - vanguard cr ilok fem-lt 62.5 - j6310861, 189060 - vngd ant stblzd brg 10x71 - 613420. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was reviewed and no discrepancies relevant to the reported event were found medical records were provided and reviewed by a health care professional. Patient had a popped fracture blister that was confirmed to be related to the initial procedure. The root cause of the reported issue is attributed to the procedure and is not device related. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.